Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode. The electrograms (egms) show atrial fibrillation (af) with ventricular conduction at 154 beats per minute (bpm). The intermittent atrial undersensing resulting in incorrect detection of vt. It was also noted there has been a gradual increase of pacing impedance over the past year, all within range. Additional information advised this was not clearly defined functional undersensing, therefore review of atrial sensitivity programming was recommended to ensure appropriate rhythm detection. Additional information received advised the physician is aware and no programming changes have been made at this time. The device and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode. The electrograms (egms) show atrial fibrillation (af) with ventricular conduction at 154 beats per minute (bpm). The intermittent atrial undersensing resulting in incorrect detection of vt. It was also noted there has been a gradual increase of pacing impedance over the past year, all within range. Additional information advised this was not clearly defined functional undersensing, therefore review of atrial sensitivity programming was recommended to ensure appropriate rhythm detection. The device and right atrial (ra) lead remain in service. No adverse patient effects were reported.